Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On the following month, abbott point of care was contacted by a customer who reported at 13:00, an I-stat cardiac troponin I cartridge yielded a result of 3.54 ng/ml. Same sample tested using serum specimen on a laboratory system yielded a result of <0.20 ng/ml. Repeat (unk if sample , or sample type) on I-stat cardiac troponin I cartridge yielded a result of 1.67 ng/ml. Discrepant ctni on istat vs acs 180 lab instrument. At 1300, istat gave result of 3.54 (>/= 0.6 is positive) & lab instrument using serum specimen from same draw was <0.20 (>/= 0.78 is positive). Repeat on istat at 1542 was 1.67 & acs 180 was <0.2.